Manufacturer narrative:
The t:slim g4 pump user guide indicates that the cartridge needs to be filled with at least 95 units to ensure there is sufficient insulin available for delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a valid minimum fill message after filling the cartridge with 60 units of insulin. The customer's blood glucose (bg) level was 330 mg/dl with trace ketones. The customer delivered a manual injection to address bg level. Recommendation was made by tandem technical support to fill the cartridge with 120 units of insulin to avoid receiving a minimum fill message. The customer understood.